Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had repeated disk space, touchscreen and barcode scanner issues. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had repeated disk space, touchscreen and barcode scanner issues. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had repeated disk space, touchscreen and barcode scanner issues. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system encountered an error stating: "an unexpected error occurred. Cannot open database dsclientoltp requested by the login". A field service engineer (fse) performed diagnosis and confirmed the station failed to boot into the application due to a "cannot open database" error. Upon logging into sql, it was found that the server's name was incorrect. The correct server's name was entered, and the error file was removed. The server was then synced, allowing the station to successfully boot into the application. The fse replaced all in one (aio) unit and tested the station. The customer logged in and completed inventory successfully. The system functioned as intended after the field service engineer repaired the device.